Event description:
A beckman coulter inc. Operator reported observing a bloody leak around the nucleated red blood cell (nrbc) chamber of two unicel dxh 800 coulter cellular analysis systems at a beckman coulter inc. Facility. This is report two of two and represents the bloody leak found on one of the unicel dxh 800 coulter cellular analysis systems with serial number (B)(4). The operator noticed the leak at the open stainless steel port of the nrbc chamber when processing quality control samples. The leak was cleaned per laboratory protocol. The operator interfacing with the machine was wearing personal protective equipment, which included a laboratory coat, eye protection and gloves, at the time of occurrence there was no biohazardous exposure to operator uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Investigation of this issue is on-going. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 1061932-2011-01415, 1061932-2011-01414.